Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). It was reported that the pt had high impedances on electrode 0, 2-7, 10, 12, and 14. The rep reports "out of regulation (oor)" or "settings not available." After checking connection in header and impedances, there preprogrammed to get excellent bilateral coverage. Patient was very satisfied. The issue was not resolved. The rep will submit new information as they become aware.